Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous right coronary artery (rca) that is 90% stenosed. The lesion was pre-dilated with an unknown device. The 3.5x48mm xience xpedition was being placed during stenting when it dissected the artery. The dissection was treated with a 3.5x48mm xience xpedition stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.